Event description:
An lpn was attempting to lower the electric bed when it suddenly dropped to its lowest position. The bed fell approx four inches. At this time, the pt who had been in the hosp with a herniated disc, appears to be in stable condition.